Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Sensitivity changes were performed. The patient was stable.